Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: customer reported the central monitoring system (cns) shutdown on its own and the units was showing an intel matrix storage manager error message. Unit was on a ups and the ups indicator lights showed no issues. Error messages indicative of hard drive failure. We did some troubleshooting with the customer and verified that the hard drive in port 1 had failed. We guided the customer through powering the unit down and removing the bad drive. Biomedical engineer was informed we would send a replacement hard drive to them. Customer was going to replace the hard drive themselves. Due to the age of this complaint no additional information is available concerning this complaint. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Error messages indicative of a hard drive (hdd) failure. We did some troubleshooting with the customer and verified that the hard drive in port 1 had failed. We guided the customer through powering the unit down and removing the bad drive. Informed bme we would send a replacement hd to them. Customer replacing the hard disk drive themselves. Requested return of failed drive for further investigation.